Event description:
It was reported that insulin leaked from the reservoir. The caller stated that a few drops of insulin were observed in the reservoir compartment. The blood glucose reading was unavailable at the time of call. The caller stated that there were no alarms in the device history and no cracks in the casing of the device. The caller stated that the leak originated from the reservoir to the infusion set connection. The insulin pump passed the self test. Advised the customer to monitor the insulin pump and to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.